Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he has not used his scs system for approximately 8 months and is interested in having his system explanted. The patient stated he had recently lost wight and his ipg has become very superficial. Surgical intervention may be taken at a later date to address the issue.